Event description:
The customer contacted physio-control to report that the on/off button on their device is not working. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad and determined that the root cause of the reported issue was contamination around and under the right side dome of the power switch.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The large keypad was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
The customer contacted physio-control to report that the on/off button on their device is not working. There was no patient use reported with the event.